Event description:
It has been reported that during an elective pacemaker procedure the allura system failed to produce fluoroscopy. Restarting the system did not resolve the issue. The pocket for the pacemaker had already been opened and the procedure was aborted. The wound was closed and the patient's hospital stay was prolonged. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported event. According to the additional information collected, a loud bang was heard from the control room. The user attempted to start fluoroscopy after this bang, however a message was prompted that fluoroscopy was not available. After 50 minutes of unsuccessful troubleshooting, the user decided to close the incision for the pacemaker implantation and abort the procedure. The patient¿s hospital stay was prolonged by three days and the patient was treated with antibiotics to prevent infection. The same incision was used to implant the pacemaker during re-operation. A philips engineer inspected the system on-site and identified that the system stopped working due to a fuse (f14) of the mains power distribution unit (mpdu) tripping. The fuse tripped because of a power supply short circuit in a 19-inch control room monitor. This short circuit caused the loud bang in the control room. The fuse and monitor were replaced after which the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Manufacturer narrative:
Add MFR narr: philips has investigated the reported problem. Further information provided indicated that a loud bang was heard from the control room. The user did attempt to start fluoroscopy but was shown a fluoroscopy failed error message. Troubleshooting of the system caused a delay of approximately 50 minutes, after which it was decided to close the created incision and abort the procedure. The patient¿s hospital stay was prolonged by three days and the patient was treated with antibiotics to prevent infection. The same incision was used to implant the pacemaker during re-operation. A philips engineer inspected the system on-site and it was identified that the system stopped working as a fuse (f14) of the mains power distribution unit (mpdu) failed. A likely cause of the fuse failing was a short circuit of the power supply in a 19-inch monitor. The fuse and monitor were replaced after which the system was returned to use in good working order. Corr data: adverse event/product problem and coding updated based on investigation outcome.